Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes are not filling completely. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "customer claims 5ml sst's are not filling completely. Says the vaccum feels softer than the 4ml edta.".

Manufacturer narrative:
Investigation summary: "bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, twenty (20) of customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. ".